Event description:
Reason for check: patient weakness chronic high atrial thresholds noted, chronic low p-waves noted atrial under-sensing observed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).